Event description:
A complaint of imprecise sequential readings was received on a customer's free style flash blood glucose meter. The customer received readings of 241, 122 and 67 mg/dl within a ten-minute timeframe. The customer mistreated herself with insulin, based on her readings and was hospitalized for several days with hypoglycemia.